Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/13/2017 with the following findings. Evaluation revealed a crack in the battery compartment. Unrelated to this issue, the audio bolus button cover was missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2017.